Event description:
Customer states that upon threading the tumescent infiltration pump tubing through the pump, the customer went to use the pump and it did not pump the fluid. The customer transitioned to a hand-held tumescent infiltration kit and was able to complete the procedure.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.